Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: 2006-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump problem occurred. A non-critical alarm was sounding (the reporter described hearing two single tone beeps). Telemetry had not yet been performed. The reporter stated that the refill date ¿should have been 2015-01-15 or 2015-01-22.¿ the patient was currently taking oral medication. The reporter noted that the current healthcare professional (hcp) was a 6 hour drive away that was ¿crippling to the patient¿ and hcp listings were requested. The reporter declined the option of getting a refill with the current hcp to allow time to secure a new hcp. The pump was used to infuse baclofen (unknown). No intervention or outcome was reported for this event. Further follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.